Event description:
It was reported that this device was explanted due to a header issue. The device will be returned. No additional adverse patient effects were reported

Event description:
It was reported that this device was explanted prophylactically due to a header issue. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis could not confirm the field allegation as there were no issues identified with the device header.